Manufacturer narrative:
Visual inspection revealed a damaged top case ribbon cable. The top case was replaced to address the reported complaint. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a black screen. During evaluation by resmed, the touchscreen display was not functioning normally and review of the device data logs revealed a total power failure alarm. There was no patient involvement.

Manufacturer narrative:
Evaluation could not confirm the reported black screen. Review of the device data logs confirmed the reported total power failure alarm. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported total power failure alarm was due to an intermittent signal between the battery and main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had a black screen. During evaluation by resmed, the touchscreen display was not functioning normally and review of the device data logs revealed a total power failure alarm. There was no patient involvement.